Manufacturer narrative:
The reported event could be confirmed, since information provided from the initial reporter and our customer service team indicate an error was made when updating an order. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Based on information received, the root cause can be traced to a customer service error during the ordering process. A nonconformance investigation was initiated to investigate in further detail and determine any additional necessary actions. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that one of the kits needed for surgery was not ordered. This was discovered during the surgery. The surgeon had to organize himself to be able to perform the operation without the ordered material. In the end, he used screws that were a little short, and screws and pins were missing to use the universal plate guide. In the end the operation was successful and they added posterior screws. Just an extra surgical delay (20 minutes), and stress for the surgeon. No consequences for the patient at this time."

Event description:
It was reported that one of the kits needed for surgery was not ordered. This was discovered during the surgery. The surgeon had to organize himself to be able to perform the operation without the ordered material. In the end, he used screws that were a little short, and screws and pins were missing to use the universal plate guide. In the end the operation was successful and they added posterior screws. Just an extra surgical delay (20 minutes), and stress for the surgeon. No consequences for the patient at this time."

Manufacturer narrative:
The reported event could be confirmed, since information provided from the initial reporter and our customer service team indicate an error was made when updating an order. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Based on information received, the root cause can be traced to a customer service error during the ordering process. A nonconformance investigation was initiated to investigate in further detail and determine any additional necessary actions. If device is returned or any further information is provided, the investigation report will be reassessed.